Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he developed a large floater which moves with his eye. He stated he also sees a flash and a circle, and his vision is not clear. His surgeon has not given him a diagnosis and he will be seeking a second opinion from another surgeon. At the request of the consumer, the implanting surgeon was not contacted for add'l info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the implanting surgeon was not contacted. (B)(4).